Event description:
It was reported that during a clinic visit, the pulse generator exhibited capture anomalies with autocapture. Autocapture was turned off. The patient did not experience any symptoms. The device remained implanted.